Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms of high blood glucose which felt like the flu symptoms and treated with manual injection. Customer's blood glucose value was 140 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.